Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. The primary device identifier (di) number was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq g4. Additional 510k: k231248.

Event description:
During use, it was reported that the swan ganz vip td catheter had a fracture of the proximal injectate lumen where the white connector enters the blue transparent tubing. The catheter and tubing were secured with a pulmonary artery catheter securement device. It was undetermined what was infusing through the proximal injectate lumen at the time of the leakage, which occurred during flushing. No patient harm was noted. The clinical rationale for long-term monitoring with the catheter placed for 11 days was va echmo.

Manufacturer narrative:
There was no product evaluation as the device has not been returned. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. As part of the manufacturing process 100 percent of the units go through a balloon inspection process. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. The primary device identifier (di) number was not provided. If the device is returned, a supplemental report will be submitted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.